Event description:
It was reported that during a maintenance check up it was discovered peri-implantitis at tooth sites 25 and 15 and implants had to be removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available; d10: concomitant medical product and therapy dates: tsvb10, impl tapered scr-v sbm; 3.7mm 3.5mm 10mm, lot number: 61365769; g4: premarket identification: k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.